Event description:
It was reported that during the pre-implant period, the new device was interrogated and revealed lead impedance warnings and alerts from (B)(6) 2014. It was noted that the cardiac compass had started, battery conditioning had started, and that the battery longevity may now not be as long as stated on the technical specifications paper. The device was not used and a different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).